Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. The customer received a replacement pump for continued insulin therapy.